Event description:
It was reported that the stent implant dislodged from the 2.5x38 mm xience prime balloon on to the guide wire during the attempt to load the stent delivery system on to the guide wire; however, there was no resistance reported. The dislodged stent implant was removed from the guide wire without any issue. The same guide wire was used for the rest of the procedure and another stent was able to be deployed successfully. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. Stent dislodgement was confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.